Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 5:30 am after receiving inconsistent results from the prodigy diabetes glucose meter. The end user was sweating profusely, incoherent and his wife could not wake him up so therefore she called the paramedics. His blood glucose reading at the time of the event was 300 mg/dl. The paramedics performed a blood glucose test with their meter and received a result of 27 mg/dl and he received a bolus of glucose. The end user was transported to the ER and an IV with glucose was administered to assist in stabilizing his blood glucose level. He was admitted to the hospital and no additional information was provided.